Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had a cracked reservoir tube window, cracked battery tube threads and cracked display window corner.

Event description:
The customer reported a button error alarm. The blood glucose reading was 215 mg/dl. Prior to the event, the patient went to bolus and the numbers kept scrolling and then the insulin pump alarmed button error. She noticed a crack on the side of the device a week earlier. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.